Manufacturer narrative:
(B)(4). The technical service engineer (tse) suggested to the customer to disconnecting the graphical user interface (gui) to breath delivery cable. The customer informed to have reseated the keyboard harness, and the ground isolation test passed. The tse recommended to run the ventilator overnight, and to perform the extended self-test (est) and isolation test again, prior to have it return to patient use.

Event description:
It was reported that, the ventilator generated an error alert. There was no patient involvement.